Event description:
There was a communication failure error message. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The circuit boards in the workstation as well as in the c-arm were cleaned and reseated and the +5 volts at the c-arm backplane was adjusted during the service call. The system was tested and found to be working as intended and put back into service.